Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that they had contacted the doctor who manages there device. They weren't sure when, but reported it was sometime in 2021 or 2022. They clarified that the statement 'the device was not working' meant that the there was an issue with stimulation output. It was no effective in correcting the issue. They also stated that the battery life was less than 3 years. They reported that the cause of the device not working was not determined. They reported that was most likely caused or contributed to this issue was that the device was ineffective even when the battery was good. They reported that steps taken to resolve the issue included that the doctor determined that the device was not effective in resolving their problem. They reported that the issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device was not functional, and they said that they no longer want to have it replaced because it never worked. No further information provided.